Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. There was no impact to the customer's blood glucose levels. Reportedly, the cartridge uses humalog and is often used up to 4 days. The customer was reminded that humalog is indicated for use in the cartridge for up to 48 hours.